Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate stimulation and the ipg was charging frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.